Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400mg/dl. The customer had symptoms such as ketones, dry mouth, and nausea. Customer declined to troubleshoot for high blood glucose but declined due to finding out bent cannula caused high blood glucose. Customer was assisted with bent cannula troubleshooting. Customer was advised recommended insertion and site preparation techniques. Customer had already changed infusion set. The insulin pump will not be returned for analysis.